Manufacturer narrative:
The customer was sent replacement reagent. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that coulter® lyse s iii diff lytic reagent was received leaking from a crushed container. The container's outer box was discarded and it is unknown if the incident occurred during shipping. The person received the reagent was wearing personal protective equipment. No injuries occurred and medical attention was not sought. There was no report of exposure to open wounds or mucous membranes. The facility has an exposure plan. Msds was not reviewed but readily available. There was no report of death, injury, or change to patient treatment associated with this event.